Event description:
During baxter's eval of a spectrum pump, the device displayed a door not fully latched alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to the baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarm which was caused by loose link screws. The screws were replaced.